Event description:
The complaint/event occurred on an unspecified date and involved a secondary set, secure lock, with IV set hanger, 34 inch. The male end of the tubing was reportedly broken in the key plug (blue) of the port of channel b of the primary tubing during or after use. Although there was patient involvement, there was no patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of the male end of the tubing breaking in the clave of the secondary port could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.